Event description:
It was reported that it was difficult to drain sterile water from the foley catheter during pre-test. Only catheter was returned.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 all silicone foley catheter. Verified material number 119314 and manufacturing lot number ngjx0310. Visual inspection noted that the balloon was partially inflated prior to the start of this evaluation and deflated balloon passively using the in-house luer lock syringe with no cuffing noted. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percent aq methylene blue per 100 ml distilled water) using in house syringe and rested with no leaks. The balloon was deflated within 1 minute and 29 seconds with no cuffing noted. This is within specification per inspection procedure (B)(4), which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to drain sterile water from the foley catheter during pre-test. Only catheter was returned.